Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level raging from 600 mg/dl to 800 mg/dl and a high level of ketones identified as dangerous by healthcare provider. Reportedly, multiple occlusion alarms occurred. Additionally, it was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the infusion set tubing, and successfully resumed insulin delivery. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. Reportedly, customer reverted to manual injections for insulin therapy.